Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event's root cause could not be ascertained based upon the logs and the fact that the issue could not be reproduced. The medtronic representative reported that surgery coverage was provided and the observed case was successful without any errors observed.

Event description:
A site representative reported that all instruments were inaccurate during a surgery. The software was showing that the instrument was too medial. The degree of inaccuracy was not reported. It was noted that the site had spun the patient 3 times and all 3 attempts were inaccurate. It was also noted that they were inaccurate immediately after acquiring the exam and that the frame had not moved. The site reported that the inaccuracy was 1-2 mm anterior and deep. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.